Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause of the event remains unknown.

Event description:
It was reported that experienced loss of therapy due to high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.